Event description:
It was reported that a patient underwent a gynecological procedure in late 2008. During the procedure, the unit shut off and would not restart. The procedure was successfully completed with another unit with no adverse patient consequences.

Manufacturer narrative:
Motor drive unit will not restart - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.